Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital (B)(4) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
During a client transfer to a wheelchair, the lift arm of a passive floor lift kept lowering even if the handset button was released. After removing the lift from the wheelchair, the lift got down until the floor.